Event description:
An attempt was made to use an endeavor sprint rapid exchange balloon to treat a target lesion, details unk. The stent dislodged during deployment, partially covering the target lesion. No further details have been provided.

Manufacturer narrative:
(B)(4). Eval results: (stent dislodgement). (Root cause of the event could not be determined).